Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that main drawer 4.2 half height had duplicate pockets for rows c and e. Pushed the full firmware package update in remote support service (rss) build number seven and rebooted the station, which corrected tray c pocket one not inserting properly. Adjusted and fixed the tension springs for that tray, assisting with recovery of the duplicate pockets. Issue resolved. The system functioned as intended after the field service engineer repaired the device.